Manufacturer narrative:
Investigation summary: after infusion of saline solution therapy in insyte 24, it was observed that in the needle /catheter was leaking saline. Review of DHR revealed that all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be conducted. The unit described with this product incident report was not returned for evaluation. The unit described in this incident report was not provided for evaluation. In-process inspections are conducted during the manufacturing process to identify issues that could adversely affect product performance. Investigation conclusion: confirmation of the defect of leakage, as stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or support manufacturing process related issues for the defect stated in the product incident report. Unable to confirm the customer¿s experience because units were not provided for evaluation and testing. Root cause description: the unit described in this product incident report was not provided for evaluation therefore a definite root cause could not be established. A root cause was not established regarding this incident report as units were not provided for evaluation and testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ 24g x 0.75 in. Leaked from the needle and catheter after use. No injury or medical intervention.